Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during removal of bile duct stone procedure. According to the complainant, air leaked while testing the device. The balloon deflated when used to remove stones in the bile duct. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the catheter cracked, therefore this is now a reportable event.

Manufacturer narrative:
(B)(4) revealed by the investigation of catheter cracked. Functional testing was performed. The balloon was inflated with the enclosed syringe and air was noted to leak from the distal tip of the catheter; the balloon deflated slowly. The catheter was inspected and an indentation in the shaft was found next to the ro marker. The shaft and balloon were cut to examine the lumen and a hole was noted between the balloon lumen and guidewire lumen through which inflation medium had leaked during functional testing. A kink was also found on the catheter below the balloon skive and a crack was noted in the catheter under the balloon at the skive hole. The crack spread to the hole in the interlumen wall. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The condition of the returned device is consistent with excessive force used during removal of the device; however it is unknown when the damage occurred therefore, the exact root cause of this event cannot be determined.